Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response noted due to corroded keypad traces. No failed battery test alarm noted after new battery was installed and no numbers moving on its own noted. Device had cracked case at lcd display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose of 450 mg/dl. The customer stated that she entered the blood glucose reading into the insulin pump but the numbers on screen kept changing. She removed and reinserted the battery and received a failed battery test alarm. She then changed the battery and the insulin pump alarmed button error which could not be cleared. The customer stated the insulin pump was exposed to moisture as she was wearing the device against her skin while exercising. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.